Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients. Based on the information available, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the peritoneal dialysis registered nurse..

Event description:
A peritoneal dialysis (pd) patient reported that they have been in the hospital for 20 days due to surgery. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for peritonitis. While hospitalized, the pdrn stated that the patient was treated with unknown antibiotics and also had a pd catheter (not a fresenius product) replaced. The pdrn stated that the patient was discharged home on (B)(6) 2020. The pdrn confirmed a pd culture was obtained during hospitalization (date unknown) which yielded growth of gram-positive bacteria (organism is unknown). The pdrn stated that the patient is reportedly recovering and is continuing pd treatments with a new cycler without further issues. The pdrn stated that the event was not related to any fresenius device, product or drug. The pdrn stated that a breach in aseptic technique was suspected to have caused the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.